Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation pcbs were evaluated and reseated. The voltage on power supply were evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.